Event description:
Reporter noted iris was partially aspirated into aspiration bypass port during phaco; iris was damaged. Surgery was completed. No intervention reported. Felt aspiration bypass port was too closely positioned to irrigation sleeve port, causing inadvertent iris aspiration. Single use phaco tip had been re-used. Patient 2 of 3 reported as nonserious, but patient has not recovered to date.

Manufacturer narrative:
A company service rep checked system; no problem found. Customer reported re-use of single-use tip.